Manufacturer narrative:
An alarm indicative of a potential malfunction of the transfer set was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between the transfer set and cassette, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between a transfer set and cassette that resulted in a system error 2240 (air in line/set) alarm. It was further described as "the transfer set come undone"; further described as transfer set disconnected from the patient line of a cassette. This occurred during drain three of four of peritoneal dialysis (pd) therapy. Renal therapy services (rts) assisted with ending the therapy session and reviewed proper procedures per the user manual with the patient. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.